Manufacturer narrative:
Tracking

Event description:
It was reported that during a lap colon procedure the active blade on the device was broken. The device was removed out of the situs and the surgeon used a new instrument to complete the case. There was no pt consequence.